Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter was reading inaccurately at 8:19am on (B)(6) 2018, when he obtained an alleged inaccurately high blood glucose result of ¿111 mg/dl¿ compared to ¿83 mg/dl¿ on his onetouch ultra 2 meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with humulin n insulin which he administers twice per day. He reported that one or two minutes prior to obtaining the alleged inaccurately result, he had developed symptoms of ¿rapid heartbeat, confusion and shaky hands¿. He indicated that prior to the symptoms, he had followed his usual diabetes management routine. He reported that he self-treated his symptoms at 8:19am on (B)(6) 2018, by ¿drinking a glucose tablet¿. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, his test strips were within expiry date and had been stored correctly in an intact vial. The patient confirmed that he had used an approved sample site to obtain the blood samples and he described the correct testing steps. He did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Rapid heartbeat, confusion and shaky hands, while using the subject meter and test strips.